Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. Treatment was not reported. The patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide follow up.